Manufacturer narrative:
(B)(4). Batch # t93097. Date of event is 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information: did the clip cut the vessel? Did the jaws of the device cut the vessel? How as the vessel repaired? How was the procedure completed? Was there any patient consequence? If yes : please explain. How was the patient consequence resolved? Was there any bleeding? If yes: how much bleeding? Did the patient receive a transfusion? To date, no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, vessel was cut instead of clipped. It is unknown how procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Investigation summary the analysis results found that the msm20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Event could not be confirmed due to the returned condition of the device. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.